Event description:
It was reported that the patient received a shock. Upon interrogation the device was found in hardware reset mode. The device was unrecoverable. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the reported field event. Upon receipt, the device was found in backup vvi mode. Review of reset log showed the bvvi occurred on (B)(6) 2010 when a power on reset occurred after charging and hv shock for defib therapy delivery. A stored egm showed noise due to oversensing. Once the reset was cleared, the device performed normally during bench and automated electrical testing. No anomalies were found. It is believed that the cause of the field anomalies was due to a damaged lead.